Event description:
Healthcare professional reported that the repeat apheresis donor complained of a tight jaw during donation. Tums was administered and appeared to be effective. Donor also told the staff that this is a common symptom when they donate. At the end of the donation, the donor reported being lightheaded. Tums and water were given. The only change with the donor is a recent weight loss. The donor parted from the collection facility in stable condition.